Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, approximately 2 years, 1 month post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, two leaflets were heavily calcified. The valve was explanted. The date of explant is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing of the sapien 3 ultra valve, the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for edwards sapien 3 ultra transcatheter heart valve system and no IFU/training deficiencies were identified. The IFU for edwards sapien 3 ultra transcatheter heart valve system manual provides guidance on potential adverse events such as structural valve deterioration i.e. Calcification. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. No manufacturing non-conformance was identified during evaluation. Review of the DHR did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary written by edwards lifesciences document a root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, based on the limited information provided, the root cause for the valve degeneration/calcification approximately 2 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.